Event description:
Based on a review of med records provided by pt's attorney: on (B)(6) 2004 - incisional herniorrhaphy with composix kugel mesh. On (B)(6) 2006 -- office visit: pt reports pain in midepigastric area. Lump in sub-q reduced, fascial defect 3cm in diameter noted. On (B)(6) 2006 --repair of recurrent incisional hernia with bard flat mesh. On (B)(6) 2006 -- removal of mesh and repair of hernia with permacol, gram stains/cultures negative.

Manufacturer narrative:
The pt's attorney initially reported a composix e/x, which was filed with the FDA under rae (B)(4) when davol was originally made aware of the complaint. However, med records were later rec'd that identified an additional mesh. Based on a review of the provided med records, the pt underwent repair of an incisional hernia with a composix kugel mesh on (B)(6) 2004. Two years post implant, the pt was treated for a hernia recurrence that had developed near the previous repair. During this procedure, the surgeon noted it appeared that the mesh had "rolled back on itself." The mesh was not explanted. A bard flat mesh was sutured to the composix kugel to complete the repair. In (B)(6) 2006, the pt was treated for symptoms of infection at the wound site with antibiotics. On (B)(6) 2006, the pt had both previously implanted mesh products explanted and a permacol mesh was implanted. The mesh was noted to have contracted and there were adhesion to the mesh noted. While the operative report refers to the mesh as "infected," the gram stains and cultures came back negative. Currently, it is unk whether the mesh may have caused or contributed to the alleged event. The pt was reported to have been treated for adhesions, which is a possible adverse reaction stated in the product's instructions for use. While cultures and gram stains came back negative for infection, the IFU states that if an infection develops, it should be treated aggressively. An unresolved infection may require removal of the prosthesis. Additionally, no sample has been returned for eval. With the info provided, no conclusion can be drawn.